Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for non-obstructive urinary retention. Patient reported they had been sleeping for a couple of days due to a migraine headache after the procedure. They also reported they currently had a foley catheter placed. Contributing factors were unknown, they reported they had an appointment with their healthcare provider on tuesday to have the foley catheter removed. It was unknown if the issue was resolved at the time of the report. Additional information was received. The patient reported that the removal of the foley catheter caused immense pain that had since subsided. No further complications were reported or anticipated.